Event description:
Information received related to a trail conducted outside of the u.s. Stating that re-ptca was performed, most likely due to restenosis and the date of implant is unknown. Ptca is medical intervention in order to prevent permanent impairment/damage.